Event description:
I received textured saline breast implants in 1995 and developed autoimmune issues including cold urticaria, angioedema, rashes, allergies and food sensitivities. In 2005, I had the saline implants replaced with mentor memory gel cohesive 1 silicone implants under the muscle. Immediately following the 2005 silicone implant surgery, I developed brain fog, hair loss, joint pain, fatigue, hormonal imbalance, insomnia, anxiety, hot flashes, night sweats, weakness, dizziness, dry eyes, dry skin, dry hair, shortness of breath, systemic inflammation, blurry vision, depression, fluid retention. I was tested for thyroid issues, autoimmune disease and hormone dysfunction. All labs were normal with the exception of elevated eosinophils. In 2017, my (B)(6) became positive and I was full blown menopause at age (B)(6). My quality of life has been destroyed by implants. I have a beautiful family and so much to be happy about but implants have made me deathly ill and even considered suicide. I am scheduled for explant (B)(6) 2021. I'm a registered nurse and have no doubt breast implants are toxic and should be taken off the market. FDA safety report ID# (B)(4).